Event description:
This customer disagreed with a shock advisory decision that occurred during a pt event.

Manufacturer narrative:
(B)(4). This customer disagreed with a shock advisory decision that occurred during a pt event. The involved pt died, but the customer has stated that the shock advisory decision did not impact the outcome for the pt. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.